Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a button anomaly. There would be a button error during landing after every flight. The customer's blood glucose level was 6.7 mmol/l. There was no response from a button. It was noted in troubleshooting that a stuck button alarm was found when the alarm history was reviewed. The insulin pump was neither dropped nor exposed to moisture. Additionally, it was also reported that there were frequent air bubbles on the reservoir. It happened on every infusion set used. The size of the air bubbles was very small. The customer was advised to change the infusion set. The device was returned for analysis.